Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume was too low. Customer's blood glucose level displayed as high. Customer administered a correction bolus via the pump to address the high blood glucose. Customer did not provide any additional information.